Event description:
It was reported "battery fluctuated from 75% down to 0%". There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer resolved the issue by "buying new charger". The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.